Event description:
The reporter stated, "the plate broke when the surgeon was about to do the compression during the surgical procedure." This event delayed the surgery approx 15 minutes because the surgeon had to take off the plate and screws and implant a new one. No pt injury was reported as a result.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. According to the reporter, the plate was discarded in the operating room. An investigation has been initiated based upon the reported info.